Event description:
It was reported by service report that the stretcher component was dragging on the floor and the brakes would not function to spec. There was pt involvement; however, no adverse consequences were reported.